Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the venous connector line was found to be leaking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay. There was an unknown amount of blood loss. There were no adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b1 and b2.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. Upon review of the revision history for this pack drawings, it was identified that in a previous revision, an internal change was introduced in error. A note indicating 'first barb' was added to the y connector at the connection with the l0 tubing segment. Since this connection is also non-bonded, this led to the connection not being fully inserted, stopping at the first barb. After discussion with the end-user, it was agreed to update the drawing to specify the use of solvent on all three ports of the y connector. The root cause was determined to be a design specification error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team found that a tubing pack with a y connector in the venous line leaked blood during cardiopulmonary bypass (cpb). The team used tie bands around the connector ports in an attempt to stop the leak. An unknown amount of blood was lost. There was no harm to the patient. A picture of the connector and leak during bypass was provided, confirming the complaint, but the connector and tubing were not returned to the manufacturer for investigation.